Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not "fully engage" with the pump and did not sit flush against the pump. Customer's blood glucose level ranged from 140 mg/dl to approximately 250 mg/dl. Reportedly, customer continued using the existing cartridge for insulin delivery.